Event description:
Small pin came off the attachment piece. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA the implant holder was received; based on the production and material documents, all standards are complied with and that the specifications were met. A manufacturing error was not found. The reported damaged is indicative of excessive mechanical stress applied during usage. Product defect was not found. A review of the device history record did not show conditions that could have contributed to the reported event. Based on additional evaluations, we can rule out a manufacturing error. Due to the finding that the retaining pin is sheared off, the damage symptoms were indicative of excessive mechanical stress. No product defect was found.